Event description:
It was reported, the patient had a return of symptoms four days ago and no longer felt stimulation. The patient also reported that she was getting shocked in the rectum area since implant. The patient had an appointment scheduled for (B)(6) 2013 to see if the lead moved or shifted. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2011-09948 as the patient reported similar issues about a year and a half prior.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3093-28, lot# v748407, implanted: 2011 (B)(6); product type lead. (B)(4).